Event description:
When turning the programmer on in clinic, smoke and a burnt odor emanating from the programmer were noted. Printer damage was noted as well. The programmer was replaced to resolve the event. No patient was involved.

Manufacturer narrative:
The field complaint of burning smell and smoke after switching on the device and printer damage was not verified as the event could not be reproduced. The system was able to power up and switch-off normally as intended. Visual inspection revealed no physical damage to the unit. No additional findings not related to the event description.